Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display and was cracked along the battery compartment. Troubleshooting was performed but the display did not return. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.